Event description:
Approximately 55 months post the index procedure, the patient expired due to cancer. Investigator has indicated the event was not related to the study device.

Event description:
Event was identified by the clinical events committee and deemed to be consistent with an mi. The pt had two lesions treated. One endeavor sprint rx drug-eluting stent was implanted to the prox lad (ref MFR# 2953200-2010-01054). Approximately 5 weeks post index procedure in a staged procedure the pt had one endeavor spring rx drug-eluting stent was implanted to the 1st obtuse marginal. It was reported that an mi occurred one day following the staged procedure. Mi was categorized as a non q-wave in the territory of the implanted stent. No further details are available.

Manufacturer narrative:
(B) (4).